Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the keypad cover was removed and contamination was found under all keypad button contacts. Additionally, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover was found to be torn. All of the keypad buttons responded properly to user presses. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery comaprtment crack, contamination under keypad button contacts, and a display failure. This report is made based on results of investigation completed on 06/23/2014.